Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. No imagery was provided. Therefore, visual, functional and dimensional analysis could not be confirmed. Per the report, the patient had some calcification in the access vessels. Per the training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Calcification in the vessel can interact with the device preventing a smooth insertion of the sheath in vessel. The patient factors (calcification) could have also resulted in resistance during delivery system insertion through the sheath. Other procedural factors such as improper flushing/wetting of the devices, incomplete or misaligned valve crimping, and incomplete advancement of the loader can also result in difficulty advancing the delivery system through the sheath. As such, patient and/or procedural factors could have contributed to the complaint events. However, a definite root cause is unable to be determined at this time. The following were reviewed for instructions/guidance for preparation and use of the devices: the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. Sheath introducer set preparation: unpack edwards esheath introducer set and visually inspect for damage. Wet entire length of sheath and dilator(s) with heparinized saline. Gently flush sheath through flush port with heparinizes saline until filled and close stopcock to sheath. Just prior to handling over to the operating physician, advance a dilator fully into sheath housing using short movements until it stops. Delivery system preparation: prepare 50 cc or larger luer lock syringe with 15-20 ml diluted contrast solution and attach to 3-way stopcock. Fill inflation device with excess volume relative to the indicated inflation volume, lock, and attach 3-way stopcock. Note: designated inflation volumes are indicated near the y-connector of the delivery system. Close stopcock to delivery system and de-air inflation device. Close stopcock to inflation device and de-air delivery system with luer lock syringe ensuring no fluid is left in balloon. Air bubbles might be observed in the delivery system when pulling vacuum with the syringe. Check that you have de-aired the delivery system only when at neutral pressure. Leave neutral (zero) pressure in delivery system after de-airing. Sheath insertion: hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations: always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Know the position of sheath tip in the aorta. Ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. DHR review did not reveal any issues that could have contributed to this complaint event. A review of lot history revealed two (2) similar complaint, but no manufacturing non-conformances that would have contributed to the reported event were identified. The control limits were not exceeded in january 2020 for the applicable trending categories. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. In this case, the cause of the femoral artery dissection is unknown, however, may be due to patient factors (calcification in the access vessels). There was no allegation or indication a device malfunction contributed to this adverse event. The complaint for ¿sheath shaft ¿resistance with delivery system, bc¿ was unable to be confirmed. As the device was not returned, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. Based on available information, patient factors (calcification) and/or procedural factors (high push/improper device wetting/improper valve crimping/incomplete loader advancement) may have contributed to the complaint event. The complaint occurrence rate does not exceed the january 2020 control limit for the respective trend category. No IFU/training manual deficiencies were found. Therefore, no corrective and preventative action is required at this time. The complaint for ¿sheath shaft ¿ insertion difficulty-in patient¿ was unable to be confirmed. As the device was not returned, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. Based on available information, patient factors (calcification) may have contributed to the complaint event. The complaint occurrence rate does not exceed the january 2020 control limit for the respective trend category ¿insertion difficulty-in patient¿. No IFU/training manual deficiencies were found. Therefore, no corrective and preventative action is required at this time.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) during implant of a 20mm sapien 3 valve in the aortic position using transfemoral approach, there was resistance felt during sheath insertion into the patient and resistance advancing the commander delivery system through the esheath. Within the day of the tavr procedure, stenosis due to a dissection was observed at the access site. Balloon angioplasty was performed at the dissection site, and proper blood flow was regained.